Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a meal, with a highest blood glucose of 404 mg/dl and glucose remaining above range for approximately 2 to 3 hours; the user reported meal announcement and concurrent consumption of cookies and did not use backup therapy. Symptoms included small ketones without additional reported clinical effects. Outcomes included no medical intervention, no hospitalization, and no reported long-term impact. Investigation included customer interview, review of use patterns, and troubleshooting and education. Investigation of this case revealed no device malfunction was identified and that the event was consistent with hyperglycemia associated with dietary intake. It was concluded that the event was user-related and cause remained unclear with respect to device performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.